Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. The review of logfile for the day of treatment shows all laser system functions were within specifications. During start-up of the system the vacuum, the energy and the ablation tests were performed without any issue. Energy check was not performed as recommended every two hours. Logfile shows multiple successfully performed treatments. The reported treatment could be identified in the logfile. The logfile shows that the bcc (beam control check) for left eye was done about two minutes before laser fired instead of immediately before firing. Pi (patient interface) was docked several times on the left eye because the surgeon stopped the vacuum process at vacuum one by pressing the foot pedal several times. After reaching valid vacuum values, the surgeon started the treatment, but the treatment was interrupted twice by the user during firing, the following info message appeared during bed cut info vacuum pumps stopped by foot pedal treatment is aborted. The treatment was then cancelled and was not treated again on the treatment day. No technical root cause could be identified. The thickness of the flap was thinner than the recommended flap thickness. No technical root cause was identified as the product was found to be within specifications. Root cause could not be concluded conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a partial flap after having loss of suction during a corneal flap procedure. Procedure was aborted. Patient was re-applanated. Additional information received stated photo refractive keratectomy procedure was completed.